Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: scs-linear leads. Model: sc-2218-50. Serial: (B)(6). Batch: 21101616. Product family: scs-linear leads. Upn: scs-linear leads. Model: sc-2218-70. Serial: (B)(6). Batch: 20174839.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient had limited back coverage due to lead migration and high impedances on the leads. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.